Event description:
It was reported during a permanent implant procedure on (B)(6) 2015, the physician was unable to advance the patient's leads due to patient's anatomy. As a result, the procedure was abandoned.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.